Event description:
Rep stated the cause was unknown. The rest of the information was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that reviewed device function is for amplitude settings to be reset to 0.0 ma if therapy is turned off or battery depletes so battery turns off. Rep called to ask question because they had programmed all 4 programs yesterday but today amplitude is set to 0. Ts asked if battery had depleted and caller responded that ins battery was low yesterday. Rep charged battery up a little bit and then told pt to charge the ins when they got home. Rep was going to inform patient that the settings will set to 0.0 ma if battery gets too low or dies. No further issues or concerns. Technical services subsequently corrected information provided and added that the ins will maintain the amplitude settings at the programmed value regardless if pt turns therapy off or battery depletes to a point of shutting off on its own.